Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 38mm stent delivery system was returned for analysis. An examination of the crimped stent identified mid-section stent damage with the stent struts lifted from the crimped position. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment. However, it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable.